Event description:
Consumer reports that "the brush head completely broke apart while I was brushing my teeth." This is being reported as a malfunction with the potential to cause a serious event. No injury was reported.

Manufacturer narrative:
(B)(4).